Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. On (B)(6) 2024 customer reports: sensor glucose vs. Blood glucose (high bg's reported). Following our receipt of the one partial returned used sensor/missing one needle hub, and performed a visual inspection and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of unexpected sensor alarms could not be confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced hyperglycemia with a blood glucose value of 464 mg/dl at the time of the event. The customer also reported a difference between the blood glucose and sensor glucose values. Troubleshooting was partially performed. It was unknown if the customer was using the pump in the 48 hours leading up to the event or if the auto mode feature was active at the time of the event. Customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.